Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set tubing untwisted and disconnected from the pump, after which the user reconnected the tubing to the luer connector while the cartridge remained locked, with meal insulin announced and continuous glucose monitor (cgm) values approximately 180¿207 mg/dl. The device involved included a teflon cannula infusion set used with a dexcom g7 cgm, and the issue aligns with an incorrect attachment procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to the cannula/tubing connection procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.